Event description:
A hospital in (B)(6) reported via our distributor that an rt134 adult breathing circuit failed the servo ventilator leak test. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rt134 non-heated adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was pressure tested and subsequently submerged in a water bath to test for leak. Results: pressure test revealed that the returned circuit exhibited leak and was out of specification. The water bath test showed that the leak was through the connection between the lid and bowl of the water trap. Conclusion: the breathing circuit water trap consists of a bowl and lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt134 non-heated adult breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.